Event description:
It was reported that there were coupling and/or communication issues. The pt had been successfully recharging nightly until about a week before the report. The pt was getting the normal recharge screen, but no shaded coupling bars. The pt last recharged on (B) (6)2010. The pt had not bumped the device, or had any trauma that could attribute to the issue. The pt had a history of flipped device. The pt also experienced pain at the ins site after she tried to recharge on (B) (6)2010. The pt was seen by the doctor. An x-ray ((B) (6)2010) was taken. Ins flip was confirmed. It was noted that when the device was pressed, the pt was getting 2 coupling bars. The pt typically recharged daily from the 75% level. The doctor decided to postpone the revision to correct the flipped ins. The pt's father decided to flip the ipg back to its original position; he did this on his own accord. He and his daughter returned to the clinic on (B) (6)2010 following this change. Troubleshooting revealed all impedances were within normal range; the battery was functioning according to specs and the pt was able to get 8 bars while recharging. It was reported that the pt will wear a binder while sleeping to promote stabilization.

Manufacturer narrative:
(B) (4).